Event description:
A 75-year-old male patient with pancreatic adenocarcinoma began optune pax therapy on (B)(6) 2026. On (B)(6) 2026, the patient informed novocure that he experienced claustrophobia and was unable to sleep due to mental issues related to the primary diagnosis. On (B)(6) 2026, the patient reported that he had experienced anxiety and difficulty sleeping during the first weeks of optune pax therapy. He further indicated that these symptoms along with discomfort associated with the device contributed to a reduction in his estimated device usage. The patient was prescribed an unspecified anti-anxiety medication, which improved the symptoms. Multiple attempts were made to contact the prescribing physician; however, no reply was received.

Manufacturer narrative:
Novocure¿s medical opinion is that the contribution of device use to the patient's anxiety and sleep disorder cannot be ruled out. Anxiety was reported in the pivotal ef-27 clinical trial for optune pax treatment for locally advanced pancreatic cancer (5.1% in the ttfields arm and 7% in the control arm). Sleep disorder was reported in the pivotal ef-27 clinical trial for optune pax treatment for locally advanced pancreatic cancer (13.9% in the ttfields arm and 9.5% in the control arm). Claustrophobic sensation is a secondary symptom of anxiety. Discomfort is related to device use, although assessed as non-serious.